Event description:
Right knee became swollen and very painful [injection site joint pain]. Right knee became swollen and very painful [injection site joint swelling]. Case narrative: initial information received on 23-jun-2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: 60805; country: canada study title: patient support program involving synvisc. This case is linked to case (B)(4) (same patient). This case involves elderly female patient whose right knee became swollen and very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On 04-dec-2018, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 2 ml thrice intra-articularly (lot: 7rsp018; expiry date: unknown) for osteoarthritis in right knee. Patient received second on (B)(6) 2018. On an unknown date after receiving the second injection, patient reported that her right knee became swollen and very painful (injection site joint swelling) (injection site joint pain) (intensity: moderate; latency: few weeks) and she had to receive cortisone. Both the events were leading to intervention. Action taken: no action taken for both events. The patient was treated with cortisone for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was recovered / resolved on an unknown date for both events. A product technical complaint (ptc) was initiated on 23-jun-2021 for synvisc one (lot unknown) with global ptc number 100136753 and investigation was in process. Reporter causality: not reported for both events company causality: reportable for both events based on information previously received, suspect product has been updated from synvisc one to synvisc and the study ID was updated from spon_I_synvisc one to spon_I_synvisc. Additional information received on 13-jul-2021 from physician. The case was medically confirmed. Suspect dates and batch number was added. Clinical course updated and text amended accordingly. Follow up information was received on 23-jul-2021 from the quality department. Global ptc number was added. No significant information was received.

Event description:
Right knee became swollen and very painful [injection site joint pain]. Right knee became swollen and very painful [injection site joint swelling]. Case narrative: initial information received on (B)(6) 2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case is linked to case (B)(4) (same patient). This case involves elderly female patient whose right knee became swollen and very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019 (about two years ago), the patient started taking hylan g-f 20, sodium hyaluronate) injection at a dose of 2 ml thrice intra-articularly (with an unknown batch number) for osteoarthritis in right knee. On an unknown date after receiving the second injection, patient reported that her right knee became swollen and very painful (injection site joint swelling) (injection site joint pain) (unknown latency) and she had to receive cortisone. Both the events were leading to intervention. Action taken: no action taken for both events. The patient was treated with cortisone for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was recovered / resolved on an unknown date for both events. Reporter causality: not reported for both events. Company causality: reportable for both events. Based on information previously received, suspect product has been updated from synvisc one to synvisc and the study ID was updated from spon_I_synvisc one to spon_I_synvisc.

Event description:
Right knee became swollen and very painful [injection site joint pain]. Right knee became swollen and very painful [injection site joint swelling]. Case narrative: initial information received on 23-jun-2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case is linked to case (B)(4) (same patient). This case involves 71 year old elderly female patient whose right knee became swollen and very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started taking hylan g-f 20, sodium hyaluronate 16mg/2ml injection in right knee (injection technique: bent knee, lateral injection), liquid (solution) at a dose of 2 ml thrice intra-articularly (lot: 7rsp018; expiry date: unknown) for grade 3 osteoarthritis in right knee. Patient received second on (B)(6) 2018. On (B)(6) 2019, the patient received the third injection and on (B)(6) 2019 (latency: 1 month 5 days) the patient reported that her right knee became swollen and very painful (injection site joint swelling) (injection site joint pain) (intensity: moderate) and the patient had to receive cortisone. Both the events were leading to intervention. Action taken: no action taken for both events. The patient was treated with cortisone for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was recovered / resolved on an unknown date for both events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc for batch number: 7rsp018 and global ptc number: (B)(4). On (B)(6) 2021 the case was updated with lot number 7rsp018 (ab 8/3/21). The production and quality control documentation for lot number 7rsp018 expiration date (2020-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for the concerned lot number no CAPA (corrective and preventive action) was required. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 03-aug-2021, there are 10 complaints on file for lot number 7rsp018 and all related sub-lots. 9 complaints are on file for lot number 7rsp018: (7) adverse event reports, (1) plunger defect and (1) leakage. 1 complaint is on file for lot number 7rsp018a: (1) leakage. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 04-aug-2021. Reporter causality: related for both events company causality: reportable for both events based on information previously received, suspect product has been updated from synvisc one to synvisc and the study ID was updated from spon_I_synvisc one to spon_I_synvisc. Additional information received on 13-jul-2021 from physician. The case was medically confirmed. Suspect dates and batch number was added. Clinical course updated and text amended accordingly. Follow up information was received on 23-jul-2021 from the quality department. Global ptc number was added. No significant information was received. Additional information was received on 04-aug-2021 from other healthcare professional. Investigation results added. Text amended accordingly. Based on information previously received, the following information: event onset date, reporter causality, verbatim of indication and stop date of suspect drug have been amended.

Event description:
Right knee became swollen and very painful [injection site joint pain]. Right knee became swollen and very painful [injection site joint swelling]. Case narrative: initial information received on 23-jun-2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case is linked to case (B)(4) (same patient). This case involves 71 year old elderly female patient whose right knee became swollen and very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started taking hylan g-f 20, sodium hyaluronate 16mg/2ml injection, liquid (solution) at a dose of 2 ml thrice intra-articularly (lot: 7rsp018; expiry date: unknown) for osteoarthritis in right knee. Patient received second on (B)(6) 2018. On an unknown date after receiving the second injection, patient reported that her right knee became swollen and very painful (injection site joint swelling) (injection site joint pain) (intensity: moderate; latency: few weeks) and she had to receive cortisone. Both the events were leading to intervention. Action taken: no action taken for both events. The patient was treated with cortisone for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was recovered / resolved on an unknown date for both events. A product technical complaint (ptc) was initiated on 23-jun-2021 for synvisc for batch number: 7rsp018 and global ptc number: (B)(4). On 7/29/21 the case was updated with lot number 7rsp018 (ab 8/3/21). The production and quality control documentation for lot number 7rsp018 expiration date (2020-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for the concerned lot number no CAPA (corrective and preventive action) was required. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 03-aug-2021, there are 10 complaints on file for lot number 7rsp018 and all related sub-lots. 9 complaints are on file for lot number 7rsp018: (7) adverse event reports, (1) plunger defect and (1) leakage. 1 complaint is on file for lot number 7rsp018a: (1) leakage. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 04-aug-2021. Reporter causality: not reported for both events company causality: reportable for both events. Based on information previously received, suspect product has been updated from synvisc one to synvisc and the study ID was updated from spon_I_synvisc one to spon_I_synvisc. Additional information received on 13-jul-2021 from physician. The case was medically confirmed. Suspect dates and batch number was added. Clinical course updated and text amended accordingly. Follow up information was received on 23-jul-2021 from the quality department. Global ptc number was added. No significant information was received. Additional information was received on 04-aug-2021 from other healthcare professional. Investigation results added. Text amended accordingly.

Event description:
Right knee became swollen and very painful [injection site joint pain]. Right knee became swollen and very painful [injection site joint swelling]. Case narrative: initial information received on 23-jun-2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case is linked to case (B)(4) (same patient). This case involves elderly female patient whose right knee became swollen and very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 2 ml thrice intra-articularly (lot: 7rsp018; expiry date: unknown) for osteoarthritis in right knee. Patient received second on (B)(6) 2018. On an unknown date after receiving the second injection, patient reported that her right knee became swollen and very painful (injection site joint swelling) (injection site joint pain) (intensity: moderate; latency: few weeks) and she had to receive cortisone. Both the events were leading to intervention. Action taken: no action taken for both events. The patient was treated with cortisone for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was recovered / resolved on an unknown date for both events. Reporter causality: not reported for both events. Company causality: reportable for both events. Based on information previously received, suspect product has been updated from synvisc one to synvisc and the study ID was updated from spon_I_synvisc one to spon_I_synvisc. Additional information received on 13-jul-2021 from physician. The case was medically confirmed. Suspect dates and batch number was added. Clinical course updated and text amended accordingly.

Event description:
Knee became swollen and very painful [injection site joint pain]. Knee became swollen and very painful [injection site joint swelling]. Case narrative: reported adverse event information: this case was received from ontrack with synvisc psp for pcg ID: (B)(4) collection organization: aff can events: pain and swelling narrative: patient returned a sanofi reminder call and mentioned that she has synvisc injections in the right knee for osteoarthritis about two years ago. Patient said that her last two injections she had complications. Her knee became swollen and very painful and she had to receive cortisone. It is unknown if patient's physician provided consent to be contacted. Outcome: recovered indication: osteoarthritis suspect drug therapy details: synvisc-one (company suspect);;, route: injection; company or non-company: company, dosage/unit/ freq/amount: 3 x 2 ml note: this case is related to (B)(4) for same reporter/patient. This case is created for second injection. It is unknown if the patient experienced any additional symptoms/events. Medication details and reason for taking the medicine: - it is unknown if the patient had any medical history, concomitant disease or risk factor. It is unknown if there were lab data/results available. Initial information received on 23-jun-2021 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(4); country: (B)(6). Study title: (B)(4). This case involves elderly female patient whose knee became swollen and very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 2019, the patient started taking hylan g-f 20, sodium hyaluronate) injection at a dose of 3 x 2 ml once intra-articularly (with an unknown batch number) for osteoarthritis in right knee. On an unknown date after unknown latency patient reported that her knee became swollen and very painful (injection site joint swelling) (injection site joint pain) and she had to receive cortisone. Both the events were leading to intervention. Action taken with hylan g-f 20, sodium hyaluronate was not applicable. The patient was treated with cortisone for injection site joint pain and injection site joint swelling. At time of reporting, the outcome was recovered / resolved on an unknown date for both events. Reporter causality: not reported for both events. Company causality: reportable for both events.